Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg, implantable cardioverter defibrillator, (B)(6) 2013; 6947, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing with increased and high thresholds. A chest x-ray determined the lead had dislodged. The lead was reprogrammed off and then removed and replaced the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.